Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 blue reload involved with this complaint and completed the device evaluation. The reload was returned with RMA 14575130011 used. The cover was removed, and the blade was inspected. The reload blade was found to have mechanical indentation damage. A total of 18 pushers were not deployed on the distal end of the reload. 3 partially fired staples were found the reload pocket. No staples were missing. The blade was exposed towards the distal end. The root cause of the damaged reload blade is attributed to the user. Visual inspection of the reload found physical damage to the cartridge. No material was missing. The root cause of the blade damage is attributed to the user. Although the part was found to have mechanical indentation damage during failure analysis, the failure mode determined does not meet the criteria of a reportable malfunction. Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported event, but did not replicate it. The instrument was found to have a firing failure based on dsp log review. However, the failure was not replicated during in-house testing. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired and unclamped successfully. The instrument was fired 2x using a black 60 reload. Visual inspection was performed and no damage was observed. Root cause of this failure is not determinable/applicable. A senior failure analysis engineer reviewed the stapler logs for this procedure and provided the following information: "logs show that pn 480460-09, lot k92210208-0060 fired qty 6 reloads (all blue). First 5 firings were completed with no pauses for compression. The 6th firing resulted in a tissue too thick to continue firing failure at 89% completion after multiple (5 or 6) pauses for compression. There were no incomplete clamps by this instrument."

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, this sureform 60 instrument was used to fire five successful loads. When the surgeon was clamping down for this sixth fire they noticed the stapler having issues clamping onto the target tissue. The sureform 60 was fired and it pushed the tissue with the blade rather than cutting it. The site manually opened the sureform 60 and a second surgeon was brought into the room to use a laparoscopic stapler to finish this procedure. This procedure was completed robotically with no reported patient injury. The site intuitive surgical inc. (Isi) clinical sales associate (csa) who was present during this procedure was contacted and additional information was obtained about the complaint: the csa stated that they were present for the case. The csa reported that the surgeon went to staple on stomach tissue near the "g/j junction," but the stapler stopped itself, paused for compression, and then stopped firing. The system displayed a "tissue too thick to continue, blade may be exposed" message. The stapler pushed the tissue in the jaws instead of cutting it. The stapler jaws would also not open and they had to manually open them. Due to the partial fire, the staple line was not completed and the staples that were deployed, did not form correctly. Also, the csa stated the tissue appeared to be damaged. To resolve the issue, the surgeon removed the deployed staples, completed the fire using a laparoscopic stapler, and then over-sowed the area. The procedure was completed robotically with no report of patient injury. There was no post-operative complication reported. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information. During this stapler fire a "tissue too thick to continue message" was received. The surgeon used the console commands to open the stapler jaws and remove it from the patient. This stapler event occurred while stapler stomach tissue during the last staple fire of a sleeve gastrectomy procedure. The stapler instrument did not experience any clamping issues for this stapler firing. The site used a third-party laparoscopic stapler instrument to perform the last firing of this procedure. The csa said they did not notice any bleeding during this event. The csa spoke to the surgeon two days post-operation and the surgeon reported that the patient was doing fine.